Event description:
Patient was revised to address generalized hip pain. Doi unk - dor (B)(6) 2012 (hip). Update: (B)(6) 2013 - litigation papers received. Date of implant and side have now been identified. There is no additional information that would affect the outcome of this investigation. Doi: (B)(6) 2007 (left hip). Update: (B)(6) 2013 - additional litigation papers received. In addition to what was previously reported, it is now alleged that the patient suffers from discomfort, inflammation, infection and difficulty ambulating. There is no additional information that would affect the outcome of this investigation. Update: (B)(6) 2015 - pfs and medical records received. Pfs now alleges high metal ions. After review of the medical records for MDR reportability, the revision operative note indicated pain. The liner was also noted to be asymmetry anteriorly. No labs were provided for the alleged high metal ions. There was no mention of any infection. The stem is being added and the part/lot is being update for the screw.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).